Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center lamp did not light up after powering on and an error message appeared. The issue was found during inspection for use. There were no reports of patient harm.